Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+ss result from the cobas e 801 analytical unit for one patient. The initial result was 123 miu/ml. Two days later, with a new sample, the patient's result was negative. The customer then decided to repeat the initial sample. The results from two different e801 analyzers were 0.731 miu/ml and 0.614 miu/ml, negative.